Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased vision at near and distance due to a refractive error. The lens was exchanged four months later with another lens model. Additional information has been requested.

Manufacturer narrative:
The product was not returned. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).